Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00078. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal end cover fell off the scope and was retrieved from the patient. The procedure was completed with a similar device. There was no harm or injury reported.